Manufacturer narrative:
Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. Patient product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3986, serial# (B)(4), implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced no stimulation. The patient hadn¿t used the implant in at least 6 years. The patient had an appointment on the day of the report to have the device checked and consider a battery replacement. The patient did not have a programmer. The implant was power on reseting (poring) and was asking for the serial number numerous times though the session. The error code that accompanied the por was unknown. The patient did not feel stimulation at all, even when the impedances were running. When the manufacturing representative programmed on 2 and 3, the patient felt stimulation at 2.7v in the lower upper back area. When the representative programmed with a guarded cathode on 1, the patient felt stimulation in the ribs. Impedances gave varying results. They continued to get ¿???¿ on random contacts and 1519 on others. 01 and 02 didn¿t elicit stimulation and the battery turned off. With the contacts they tried to use, the patient was not getting coverage where they needed it. Even on 2 and 3, it was too high on the back. The patient had pain at the left beltline buttock area, but the stimulation feeling was too high. The cause of the impedances were due to the implantable neurostimulator (ins) being depleted. No lead fractures were noted at this time. The patient was not receiving any therapy and would be scheduled for a battery replacement. Interventions and patient outcome were not provided. Follow up was requested, but was not available. If additional information is received, a supplemental report will be sent.